Event description:
When attempting to remove the wound drain, it broke and a portion of the drain remained inside the pt. No perforations were made in the drain during placement and no sutures were used to keep the drain in place. The drain was anchored to the skin with 3-o nylon. The drain was checked during closure for free motion, no binding was noted. No x-rays, etc. Were made to verify placement. For removal, the suture was cut and when pulling out the drain, it broke 2 1/4" from the flat part of drain. A mini-laparotomy was performed to remove the drain fragment.